Event description:
It was reported that during a device change-out, decreased r-wave were observed. The lead was explanted and replaced. Patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.